Event description:
Event description cpi received information that this implantable pulse generator (ipg) and lead exhibited a rise in impedance levels.

Event description:
Event description guidant/cpi received info that immediately post implant, the atrial lead showed impedence readings of >2,500 in bipolar mode. The device was switched to unipolar mode, resulting in impedence of 500 ohms, which remained stable. Approximately 7 months later, loss of ventricular capture was noted on telemetry. The pt was brought in and evaluated. Ventricular impedence was noted to be >2,500, and threshold of 3.5v at .45 ms. Lead impedences were 1000 on implant and gradually rising to 1350, 1800 then >2500.